Event description:
Solicited call to the infusion m, rn reporting more than 30 mls left over in the infusion bag after the infusion completed. Moog 6000 pump serial number (B)(4), expiration date 10/07/2021. Pump is not alarming and going through all the steps according to the programing. Pt received pump (B)(6) 2020. Rn started using that pump with the (B)(6) infusions and did not notice any difference until the last couple of weeks when the pt had fluid remaining in the bag. Rn is requesting a new pump. Rn reports the pt does receive all of the medication in the infusion bag by restarting the pump to complete the infusion. No side effects reported. Unknown if pump is available for return. No additional information ER dates available. Reported to (B)(6) by health professional.